Manufacturer narrative:
This report summarizes the results of our investigation of all 3997 reported events included in this summary report, submitted per exemption number e2015043. The evaluation result codes events were: 84 electrical problem identified, 336 open circuit, 43 wear problem, 56 hardware timing problem identified, 188 no device problem found, 853 environmental humidity problem identified, 3 assembly problem identified, 591 deformation problem, 1015 no findings available, 2 non-functional defect, 1084 results pending completion of investigation, 23 fatigue problem, and16 fracture problem. And, the evaluation conclusion codes events were: 3 manufacturing deficiency, 420 cause trace to manufacturing, 858 unintended use error caused or contributed to event, 2242 no problem detected, and 769 cause cannot be traced to device.

Event description:
This report summarizes <noe> 3997</noe>reported events (2523 initial reports and 1474 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 98 years. Patient weight ranged from 35 lbs to 604 lbs. Patient gender was 46.50% male and 53.50% female for these reported events. 2954 events were associated with button error alarm/keypad unresponsive, 957 events were associated with motor error alarm and 83 events were associated with both button error alarm/keypad unresponsive and motor error alarm. The following patient problem codes were reported: 3697 no consequences or impact to patient, 279 hyperglycemia, 27 hypoglycemia, 1 diabetes ketoacidosis, 1 pain, 3 blood loss. The following device problem codes were reported: 2 device alarm system, 2 premature discharge of battery, 1 circuit failure, 4 no display / image, 11 display or visual feedback problem, 1027 mechanical problem, 3 off-label use, 3052 device difficult to program or calibrate, 6 use of device problem, 4 visual prompts will not clear, 112 obstruction of flow, 2 device displays incorrect message, 1 application program version or upgrade problem, 2 failure of device to self-test, 12 material integrity problem, 12 moisture or humidity problem, 105 power problem, 6 no apparent adverse event, 139 patient device interaction problem, 1 unexpected shutdown, and 2 priming problem. The 1474 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.